Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported rupture for the right side. Healthcare professional reported "capsular contracture grade 3 and mild tenderness", "separation of inner and outer layers of the implant capsule with fluid in between. Floating membranes are seen in the upper outer margin suggesting intracapsular rupture of implant on the right side", "a patchy chronic inflammatory cell infiltrate is present with lymphocytes and plasma cells". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture for the right side. The device has been explanted.